Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Patient was successfully implanted with the cardiomems sensor, it has not been possible to acquire a successful, adequate reading for calibration. The sensor has migrated from original implant location and remains uncalibrated. There were no adverse consequences reported by the patient.